Manufacturer narrative:
Additional information received reported that the patient was discharged home on (B)(6) 2015. The pump and outflow graft were not returned to the manufacturer for evaluation; as reported they remain implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms and a sustained decrease in power consumption for the reported event date. In addition, a scan of the thoracic cavity performed on site revealed the presence of an obstruction, within the outflow graft, correlating with the reported event. There was a hycrome (possible organized hematoma) found between the goretex protection sheet and the outflow graft which could have led to external compression of the outflow graft. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by external compression of the outflow graft. With review of the available information it appears likely that procedural, clinical, and patient factors contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Suction events can lead to the ingestion of tissue/clot from inside the lv, and may also lead to episodes of ectopy. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms should be reported. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient called the "hospital with low flow alarms and was short of breath." "After drinking an extra 0.5l of water, low flow alarms didn't disappear", and patient was then admitted to the hospital. Pump data showed recurrent "low flow alarms", with a flow around 2.0 l/min. Patient had "diarrhea (once), but no other symptoms." Blood pressure was 95/70, heart rhythm was 80, inr > 4.0 and lactate was 1.9. Echocardiogram showed a "bulging left and right ventricle, aortic valve opened with every contraction and vena cava inferior was wide and did not collapse." It was stated that "dobutamine" was started. A CT scan of the thoracic cavity was made and showed evidence for "outflow graft obstruction." Patient was operated and a "hychrome (possible organized hematoma) was found between the gore tex protection sheet and the outflow graft." After elimination of the thrombus, the flow went back to normal and patient was taken back to the ICU in stable condition. No additional information provided. Investigation is ongoing.